Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using her adc blood glucose meter due to a battery icon appearing on the meter display. Customer further reported receiving unspecified third party treatment due to this issue however no further information was provided as customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time no product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs freedom lite meter, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported being unable to test using her adc blood glucose meter due to a battery icon appearing on the meter display. Customer further reported receiving unspecified third party treatment due to this issue however no further information was provided as customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.